Event description:
Pt went into cardiac arrest in presence of crew. CPR started. New quick combo pads used. Connections checked and continued to receive "connect electrodes" prompt. Als amb. Arrived and administered als care. Unit and all components (except pads) examined by medtronic rep., and found to be functioning properly.